Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
The patient presented to the emergency room following the administration of high voltage (hv) therapy. The system was interrogated and it was determined that the therapy delivered was caused by the oversensing due to noise in the right ventricular (rv) lead, thus, deeming the administered hv therapy as inappropriate. It was suspected that the cause of the event was due to lead insulation damage. However, diagnostic imaging was conducted but the alleged cause could not be confirmed. The rv lead was explanted and replaced to resolve the event. The patient was stable with no consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicating that the involved right ventricular lead was not explanted; but instead, was capped and replaced to resolve the event. No insulation damage was observed during the revision procedure.